Event description:
It was reported that leakage occurred with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "catheter broke next to insertion (cannula). There was a leakage. Difficult to progress during insertion. When the needle safety system is activated, the set doesn´t flow back properly."

Manufacturer narrative:
Investigation: 1 used sample was returned for investigation. The used sample was subjected to visual inspection and catheter adapter leak test. A small cut was observed on the catheter. Leakage was observed from the small cut. The reported flashback poor/no cannot be investigate as the used sample have been activated. One in-house sample was manipulated and intentionally subjected the cannula to pierce through the catheter. A similar small cut was observed on the catheter. A defect simulation was performed to duplicate the reported defect. The small cut could have been resulted from cannula piercing through the catheter. Cannula pierced through catheter could have occurred during the assembly process of catheter tubing and cannula or during product application when the product was manipulated. DHR was reviewed and no abnormality or similar qn was observed related to the defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "catheter broke next to insertion (cannula). There was a leakage. Difficult to progress during insertion. When the needle safety system is activated, the set doesn´t flow back properly."